Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose level was 330 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 330 mg/dl at the time of incident. The customer was also reported other blood glucose value such as 33 mg/dl. The customer was treated for high blood glucose with bolus. The customer was declined to troubleshoot for high blood glucose level. The customer was reported that the insulin pump had compromised force sensor alarm and motor had weird noise during manual prime. The customer was assisted with troubleshooting. The customer was reported that the drive support cap was normal. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.